Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had frozen display. Customer's blood glucose level was 150 mg/dl. Customer stated that insulin pump had keypad anomaly and insulin pump gives unexpected battery power loss alarm. Troubleshooting was performed for the frozen display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted. In addition to this, no unexpected "stuck button" or "frozen display" alarms were noted during testing. (B)(4).